Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm during basal. Customer also reported that display screen was scratched. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected motor error alarm was noted during testing. Then the pump was programmed with multiple basal profiles and was monitored for two days. No unexpected motor error alarms or drive/motor anomaly noted during basal delivery. The motor was tested outside of the device and it passed. The pump had minor scratches on the display window, a scratched case, a scratched keypad overlay and a pillowing keypad overlay.